Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the intensive care unit (ICU) with hyperglycemia. The patient's blood glucose (bg) levels reached 400-500 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (arm). Symptoms reported include large ketones and vomiting. The patient drank lots of water, replaced the pod, and was treated with two intravenous (IV) lines. The patient was released once bg levels came down.